Event description:
It was reported that the patients ipg was not holding a charge. It was also noted that there was tenderness at the ipg site. The patients ipg was replaced with a non-rechargeable device. The patient was doing well postoperatively and the explanted ipg will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year ago.